Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving multiple therapies. Undersensing was observed. The physician elected not to make any programming changes. The patient will continue to be monitored.

Event description:
New information received notes that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available.

Manufacturer narrative:
The device was tested on the bench and using automated testing equipment, and no anomalies were found.